Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on january 2025 by the orthopedic journal of sports medicine titled ¿clinical outcomes of isolated acl reconstruction versus combined acl and all reconstruction with indication guided by intraoperative ultrasound: a propensity score-matched study of 260 patients with a minimum 2-year follow-up.¿ the study reviewed 260 patients and identified acl/pcl instability resulting in cyclops lesion/syndrome with bioabsorbable interference screws and tenodesis screws in 11 patients during the 3-year follow-up period. Ref: ripoll t, vieira td, saoudi s, et al. Clinical outcomes of isolated acl reconstruction versus combined acl and all reconstruction with indication guided by intraoperative ultrasound: a propensity score-matched study of 260 patients with a minimum 2-year follow-up. Orthop j sports med. Jan 2025;13(1):23259671241298924. Doi:10.1177/23259671241298924.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.